Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the physician administrate heparin to the patient as soon as the transeptal puncture (tsp) was completed with the versacross connect and the was. There was no clot noted on fluoro or transesophageal echocardiography (tee). A pigtail catheter was advanced through a double curve was sheath, contrast was injected to visualize the appendage. Once the angiogram was completed, the pigtail catheter was removed, and a clot was found on the tip. The activated clotting time (act) was 246 and an additional 4000 units of heparin were administrated. A scan was performed with tee and no clot was found in the laa. There was nothing seen on fluoro either. The closure device was prepared and deployed. The position, anchor, seal and size (pass) criteria was completed and the physician released the closure device. As the physician came back to the right side of the heart a small clot was seen on the septum on the right side. The physician decided to leave it and did not give protamine. There were no patient complications.